Event description:
A caller reported a minimum fill notification and attempted to load a new cartridge with 300 units of insulin, but mistakenly attempted to load an empty cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by correctly loading the cartridge they originally filled, following advice to clean the pneumatic tap area. No further assistance was required.